Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called in via phone about minimed quickset. Customer states she is getting skin irritation she has a skin irritation and abscess inquired what led up to the complaint. Customer response is she was hospitalized for the abscess now she has a few abscess on her body. Customer also states she had a high blood glucose of 300 mg/dl. Customer reports the following symptoms related to their high blood glucose vomiting and nausea. Customer did insulin correction with the pump. Customer reports they have contacted their health care practitioner regarding the high blood glucose levels. Customer declined troubleshooting and stated her antibiotic she is taking does have side effects and that might be why she is running high.